Event description:
It was reported that following the implant of an artificial urinary sphincter the patient developed urinary incontinence and irritating urinary symptoms. The sphincter mechanism was extruded through the urethra. Resection of the affected urethral segment was performed followed by primary urethroplasty at the same surgical time. The urethral cuff was removed and the pump and balloon remain implanted.

Event description:
It was reported that following the implant of an artificial urinary sphincter the patient developed urinary incontinence and irritating urinary symptoms. The sphincter mechanism was extruded through the urethra. Resection of the affected urethral segment was performed followed by primary urethroplasty at the same surgical time. The urethral cuff was removed and the pump and balloon remain implanted.

Manufacturer narrative:
Corrected data h6 patient code and evaluation codes updated per investigation. Device was not returned.

Event description:
It was reported that following the implant of an artificial urinary sphincter the patient developed urinary incontinence and irritating urinary symptoms. The sphincter mechanism was extruded through the urethra. Resection of the affected urethral segment was performed followed by primary urethroplasty at the same surgical time. The device was removed. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) pump at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump component was visually and microscopically examined and tested for leaks. No damage or abnormalities were found. The pump passed functional testing and performed within product specifications. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.